Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but was too proximal. A partial recapture was performed and the device still did not meet release criteria so a full recapture was performed. On transesophageal echocardiogram(tee) imaging a structure was seen at the end of the device. The wds and closure device were removed from the patient and visually inspected. It was noted that there was a large thrombus that had formed on the feet of the closure device. The tee imaging showed that a floating structure that continued to appear in the laa of the patient. The physician decided to end the procedure and 10 mg actilyse was given to the patient. The thrombus did not dissolve, but the physician withdrew the was and ended the procedure. Following these events the patient was doing fine and showed no neurological deficits or signs of peripheral arterial occlusion.